Event description:
It was reported that the user allowed the ilet to power off for several hours, experienced difficulty charging and reconnecting the device, and subsequently reported a blood glucose level of 300 mg/dl; support assisted with correct charger placement and manual high bg entry for correction while awaiting cgm connection. Symptoms included hyperglycemia without reports of loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Investigation included technical troubleshooting and user education. Investigation of this case revealed user error related to device charging and reconnection, with the device resuming function after correct placement on the charger and guidance on manual bg entry. It was concluded that the event was related to user handling and that the device functioned as designed after appropriate use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.